Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/26/2016. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: age and sex of patient: (B)(6), male. Did the patient have significant comorbidities: no. Was the patient coagulopathic: possible . What was the preoperative platelet count: 48000. Was the patient given any anticoagulation medication and what type and dose? -no. Date of operation: (B)(6) 2016. Provide the name of the procedure---open retroperitoneal mass sarcoma resection on block squamous and right kidney and adrenal glad. Indications for surgery: palliative resection for pain. What was the final pathology result on the tumor? Sent to pathology, results not in yet. Where was the bleeding coming from? Proximal extension of tumor from diaphragm and spinal column. What were the primary steps taken to address the bleeding? First (1st) bovie, surgical snow, then removed and tried evarrest, evarrest patches were completely saturated, argon beam used on some areas that did work but not everywhere. Then tried evicel. Was the surgicel snow removed prior to placement of the fibrin pad? Yes did the stapler function as expected?---yes. How much blood did the patient receive? Two (2) ffp intraop, 6 units of blood intraop, 1 unit of platelets intraop. Did the patient develop any complications postoperatively? No. What is the current status of the patient? Recovering.

Event description:
It was reported that the patient underwent an open retroperitoneal mass sarcoma resection on block squamous and right kidney with adrenal gland on (B)(6) 2016 and absorbable hemostat was used to control bleeding. During the procedure, the patient experienced bleeding from proximal extension of tumor, from diaphragm and spinal column. Absorbable hemostat was used and removed prior to placement of the fibrin pad and argon beam. The patient had a very large vascular tumor and the surgeon opined that there were other patient factors that may have prevented the device from forming a clot correctly. It was reported that the patient lost approximately 900 ml of blood but had already been receiving a transfusion. The patient received intra-operatively two ffp, six units of blood and one unit of platelets. The patient is recovering and no complications have been developed post-operatively.